Event description:
A malfunction alarm occurred, and it was noted that no significant events took place prior to the problem. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised they could continue using the pump and to contact support if any issues reoccurred, which the customer acknowledged and understood.